Event description:
It was reported that the pacemaker recorded an unsuccessful right atrial automatic threshold (raat) test and far-field oversensing (ffos) was observed. During troubleshooting, the health care professional (hcp) noted that the device automatically switched to unipolar configuration while attempting the threshold test. Technical services (ts) explained that this behavior is expected during automatic threshold testing. Ts provided troubleshooting and reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.